Event description:
Two components of the device - resin and priming agent. Product instructions direct user to use priming agent on non-metal crowns before resin applied. Rptr's pt lost crown and tooth structures because of "debonding". As a result of the debonding, the tooth had resin stuck to it. The resin had to be cut off and the pt lost tooth structure. The rptr then received a "letter of correction" from the MFR advising that the "priming agent weakens".